Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently would make a noise followed by an uncommanded shut down. There is no report of pt injury.